Event description:
It was reported that intermittent occlusion alarms occurred. The customer continued to use the current pump for insulin therapy and a replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.